Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a total knee replacement procedure on 3/9/2020 and topical skin adhesive was used. The adhesive was applied on the incision after it was cleaned and dried and the patient was discharged. When the patient came back to check the wound, the surgeon found that the wound was red and infected. The wound reaction takes exactly the shape of the application, therefore the surgeon thinks it's because of the adhesive. The adhesive was removed and antihistamines were prescribed. The current patient status has improved only a little after 3 weeks because the infection was severe. This was the first time adhesive was used on this patient.